Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm toric implantable collamer lens into the patient's eye. The surgeon reports excessive vault, ac angle of 12mm, headaches, blurred vision and tunnel vision. Alphagan was administered. Attempts to obtain additional information have not been successful.